Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and device evaluation. The device was returned to olympus and the service center confirmed the customer's complaint due to a faulty printed circuit board. The failure of the patient board caused a communication error between the endoscope and the video processors causing the display of color bars when the device was plugged in. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The instructions for use (IFU) provides the following guidelines: "do not apply excessive force to the video system center and/or other instruments connected as damage and/or malfunction can occur. Connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed."

Event description:
It was was reported the evis exera iii video system center displayed color bars when plugged in during preparation for a diagnostic procedure. No other devices were involved in the event.

Manufacturer narrative:
The device referenced in this report has not returned to olympus yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exra iii video system center displays color bars when plugged in. No patient harm or injury occurred due to this malfunction.